Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced high blood glucose level of 594 mg/dl. The patient was treated by multiple daily injection. But the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level on (B)(6) 2024 around 2 :00 pm. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Moreover, the infusion set was used for 2-3 hours. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(6) has been evaluated. The batch 6004990 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for malfunction cannot be determined. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing lot 6004990 was manufactured according to the wi version 110 in the line l-7, on 17/jan/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction cannot be determined. And lot 6004990 and other one complaint has been registered in database for the same lot 6004990 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, other one complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.